Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that patient experienced line block alarm after changing the infusion site, upon checking the site the cannula found to be bent. There was a patient involvement and there were no additional adverse consequences.